Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation underneath the front therapy electrode. The patient's friend, who is a nurse, advised the patient to use hydrocortisone cream. During a follow-up the patient indicated that the irritation had improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Additional information 11/20/2017: additional information was provided regarding the rash. The patient's physician indicated that the patient had a fungal infection and prescribed nystatin cream. A us distributor reported that the patient had developed an itchy irritation underneath the front therapy electrode. The patient's friend, who is a nurse, advised the patient to use hydrocortisone cream. During a follow-up the patient indicated that the irritation had improved.